Event description:
Per the report received from switzerland a 72-year-old patient with a 3300tfx21mm valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of nine (9) years and four (4) months due to calcic degeneration leading to moderate restenosis. The patient presented with dyspnea and fatigue. A 23mm transcatheter valve was implanted within the preexisting surgical device with good result. The patient was noted as to be discharged home.

Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). Added information to section d1 (brand name), d4 (model number), e1 (reporter name), g4 (PMA/510(k) number) and h6 (impact code). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Event description:
Per the report received from switzerland a 72-year-old patient with a magna ease valve model implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of nine (9) years and four (4) months due to calcific degeneration leading to restenosis. A 23mm transcatheter valve was implanted within the preexisting surgical device with good result.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.